Manufacturer narrative:
This supplemental report was created to update the entries in h6: patient codes and h6: impact codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD was explanted. Additional information indicates that about a month after implantation, the patient complained of pain in the pocket and redness was observed at the wound, so medication was administered, and the patient was observed. The redness of the pocket wound healed, and the pain subsided, so the administration of medication was stopped, but about a year and a half later, redness and a dent were observed at the xiphoid process wound, so medication was administered again and the patient was observed, but there was no improvement, so the system was removed. The doctor's opinion was that it was an acute infection at the time of implantation. There were no additional adverse patient effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There were no additional adverse patient effects reported. The s-ICD was explanted.